Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing that caused brief pacing inhibition. The rv lead was explanted and replaced. The patient was stable throughout.